Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental.

Event description:
As stated in legal documents rec'd 02/01/08, plantiff fell and alleges that a stryker product of unknown product number, lot or name, was defective.